Event description:
The customer reported that the image on their evis exera iii xenon light source was too dark. According to the initial reporter, the image was intermittently going too low in light output. Reportedly, this did not occur during a procedure.

Manufacturer narrative:
After reporting the failure, the customer requested an on-site inspection be performed. Olympus personnel was dispatched to the facility. While evaluating the device, it was clear that the user was using a third-party bulb in the olympus light source device. At this time, the device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted to capture additional information provided by the initial reporter. Should further information be provided prior to the conclusion of the investigation, a supplemental report will be provided.

Event description:
Additional information was received on 25jan2022 noting that this event occurred during a diagnostic procedure. Per the initial reporter, the procedure was completed without any negative consequences for the patient.